Event description:
It was reported that a shaft break and patient complications occurred. The 60% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery (lad). Following predilatation with 2.5 x 15 and 2.5 x 20 nc quantum apex balloons, a 3.00 x 16mm synergy xd stent was advanced, but could not pass the lad. A comet ii pressure guidewire was removed and exchanged with a non-boston scientific (non-bsc) guidewire. A 6fr non-bsc guide extension catheter was then placed in the artery. The stent was advanced again, but still could not pass the lad. A second non-bsc guidewire was placed as a buddy wire. During inflation of the stent delivery system balloon, it was noted that the balloon did not inflate and contrast was observed passing distal to the lesion. When the stent delivery system was pulled back, the entire distal shaft was separated from the catheter at the transition from steel to the hypotube. An attempt was made to balloon next to the broken piece to pin it but the detached portion of the device could not be removed. The patient had a catheter-based miniaturized ventricular assist device implanted and was given atropine for bradycardia and chest pain. The patient also experienced st segment elevation. The patient was transferred in stable condition for an emergent coronary artery bypass grafting (CABG).

Event description:
It was reported that a shaft break and patient complications occurred. The 60% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery (lad). Following predilatation with 2.5 x 15 and 2.5 x 20 nc quantum apex balloons, a 3.00 x 16mm synergy xd stent was advanced, but could not pass the lad. A comet ii pressure guidewire was removed and exchanged with a non-boston scientific (non-bsc) guidewire. A 6fr non-bsc guide extension catheter was then placed in the artery. The stent was advanced again, but still could not pass the lad. A second non-bsc guidewire was placed as a buddy wire. During inflation of the stent delivery system balloon, it was noted that the balloon did not inflate and contrast was observed passing distal to the lesion. When the stent delivery system was pulled back, the entire distal shaft was separated from the catheter at the transition from steel to the hypotube. An attempt was made to balloon next to the broken piece to pin it but the detached portion of the device could not be removed. The patient had a catheter-based miniaturized ventricular assist device implanted and was given atropine for bradycardia and chest pain. The patient also experienced st segment elevation. The patient was transferred in stable condition for an emergent coronary artery bypass grafting (CABG). It was further reported that this event was reported via medwatch (B)(4). The patient arrived at the cardiac lab for cardiac catheterization with possible intervention. There were no good options to retrieve the detached stent and balloon in the lad. All equipment was then removed. At the end of the procedure and before the patient was transferred, the patient was hemodynamically stable and chest pain-free with no EKG changes.

Manufacturer narrative:
B1 adverse event/product problem: corrected. E1 title, first name, last name, initial reporter city, initial reporter state, initial reporter zip code, initial reporter phone number, initial reporter email: corrected.